Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a broken cable was identified on the pk dissecting forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch cable to be broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Intuitive surgical inc., (isi) has conducted a device history record review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis if to recur could cause or contribute to an adverse event.